Event description:
This rv lead was implanted on (B)(6) 2002. A call to technical services (ts) on (B)(6) 2012 states that at implant, r-waves were 10 mv, impedance was 350 ohms, and threshold was 1.7/0.5. Today patient is paced, impedance is 1178 ohms, and threshold is 3/0.5 or 2.3/1. Patient is dependent. Looking at daily's trends, at end of (B)(6) 2011 impedance was 450 ohms and at end of (B)(6) 2011 it was 995 ohms. In (B)(6) 2012, impedance was over 1000 ohms. Since then it has stabilized. Let rep know that rv lead was a sprint quattro. Asked if there were any medical changes during timeframe when impedance went up - there were none that patient could recall. Asked if there were any episodes stored with noise - there were not. Asked if rep had patient do isometrics and he had not, so he did while on the call with ts, there was no noise noted. Discussed rep could also check impedance while doing this. Asked if there was any documentation of threshold around time that impedance went up and rep said he did not have any. He was only looking at daily's. Discussed for right now, they could keep watching threshold and impedance along with increasing output due to higher threshold. Rep was checking the patient at dr. (B)(6) office and he changed the rv output to 5/1 and approximate time to explant was still showing 6.5 yrs. Remaining. No device allegations or patient adverse effects noted other than rise in impedance and threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).